Manufacturer narrative:
Additional manufacturer narrative: partial or total occlusion or obstruction of the coronary ostia is a recognized complication of an aortic valve replacement and, less frequently, from mitral valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction, acute peri-operative right, left or bi-ventricular dysfunction and/or death. In this case, there is no evidence suggesting there was any device malfunction or deficiency. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. It appears that this event was likely due to patient and/or procedural related factors. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a bioprosthetic aortic valve was implanted and the patient expired during surgery due to coronary insufficiency caused by valve strut poking into the endarterectomized left main coronary ostia. This case involved a patient who presented with a prosthetic aortic valve stenosis, 7 years s/p avr, perivalvular aortic valve insufficiency, mitral regurgitation secondary to rheumatic mitral valve disease, tricuspid regurgitation, atherosclerotic coronary artery disease and calcific disease of the ascending aorta and root. The aortic root was cross-clamped and the aorta was opened just above the sinuses of valsalva through a heavily calcified dense area. The incision was extended to the annulus of the aortic valve into the commissure between the left ostia and the non coronary sinus and a complete endarterectomy in this area was performed. The prosthetic aortic valve was explanted and the annulus was debrided. The left atrium was opened and the mitral valve was excised and radically debrided. A mitral pericardial valve was implanted. The valve was seated well and secured with sutures. A hemashield patch was sewn into the cut through the annulus, all the way down to the mitral prosthesis. A diamond-shaped hemashield patch was sutured into the mitral prosthesis and the edges of the endarterectomized sinuses of valsalva. The patch had to be extended a considerable distance to reform the annulus. It was then brought up into the aortotomy. A 21mm edwards aortic pericardial valve (subject device) was implanted into the debrided annulus. The valve seated well but the annulus came up on the patch. There was concern that the strut was poking into the endarterectomized left main ostia. A tricuspid valve repair was performed with an annuloplasty band. The patient was weaned from cardiopulmonary bypass. During chest closure, it was noticed that the patient's blood pressure fell and the pa pressure rose. It was felt that there was coronary insufficiency and the patient was placed back on cardiopulmonary bypass. A bypass graft was placed to the left anterior descending artery. The patient weaned from cardiopulmonary bypass uneventfully with good myocardial function and excellent flow in the left main coronary artery. During the second attempt of chest closure, the patient crashed again. Another bypass grafting was performed. This time for the obtuse marginal coronary artery. The patient could not be weaned from cardiopulmonary bypass and expired.